Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog.

Event description:
It was reported that the pump was not delivering insulin as intended, leading to a high blood glucose (bg) level of 510 mg/dl and a subsequent trip to the emergency room (ER) where customer was treated with intravenous fluids of saline and insulin. During troubleshooting with tandem technical support, it was found that customer was using cartridges beyond labeling. Tandem technical support educated customer against this; customer acknowledged, but did not believe off label usage contributed to high bg incident. Customer was released from the ER later that day. Multiple follow-up attempts were made by tandem technical support to complete troubleshooting for insulin delivery issue; however, no response was received.